Manufacturer narrative:
The device was returned and the evaluation found that e216 and b30 scope communication errors were occurring due to damage on the charged coupled device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the deflectable videoscope is unable to recover the image after an error code appears. The issue occurred during preparation for use for an unspecified therapeutic procedure that was completed by using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the events, e216 and b30 errors, were confirmed, and the device did not meet the standard specifications. The root cause of the subject event was unable to be specified. The probable cause was due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken, which may have resulted in the subject event. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the evaluated events. Olympus will continue to monitor field performance for this device.